Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the batch did not indicate recorded quality problems or rejections related to this incident. If no further info becomes available and in case no corrective/ preventive action is indicated pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6), reported to (B)(6) authority. User's narrative: balloon leakage when first opened. [Air] leakage problem during surgery.